Event description:
I have been using the freestyle libre 3 to watch my blood sugar levels. The past two out of three sensors would give me a dangerous low blood sugar alarm. I thought that it was just a small glitch and continued to use them. As you can see this could create a huge problem for a diabetic. I then received an email that some of their sensors were defective. I checked all three of my sensors and none were listed as being defective. I think that mine were because I have been using the cgms for a long time and haven't experienced with them before. Pt code: 4580. Device code: 1535. Ref report: mw5180204.